Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the inflation lumen, consistent with a rupture while in the patient anatomy. There was a kink in the bayonet portion of the hypotube 8cm proximal to the guide wire exit notch. There were multiple bends in the hypotube consistent with how the balloon was returned manually coiled. Since this damage was not reported in the incident information, the kink and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported rupture. A new indeflator, filled with water, was used to pressurize the balloon up to 6 atmospheres (atm) when fluid was observed leaking from a pinhole rupture in the balloon .5mm proximal to the distal marker, confirming the reported rupture. There were no scratches visible. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Scanning electron microscopy determined the balloon failure may be attributed to mechanical damage to the outer surface. Damage was observed at and adjacent to the leak. It is possible that the balloon material was damaged during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured upon the first inflation at 8 atm. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. It was reported the balloon was not soaked prior to use. It should be noted the trek instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. However, the failure to soak the balloon prior to use does not appear to have contributed to the reported rupture as the failure mode exhibited on the returned product is not consistent with that of which can be contributed to the failure to pre-soak the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure. This type of reported event will continue to be monitored.

Event description:
It was reported that the trek was taken to 8 atmospheres with the first inflation, but it was not holding pressure in a non-calcified, unknown vessel. There was no resistance during advancement, but the trek was not immersed in heparinized saline prior to use. The trek was completely removed from the patient. There were no adverse patient effects. A non-abbott balloon was used to complete the procedure. There was no additional information provided.